Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was cracked by the drain fitting causing a leak. Both covers were cracked, and the line cord was worn. The investigator subsequently filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (broken pump) was not confirmed during testing. The device was run for several hours and the pump sounded normal. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit underwent preventative maintenance.

Event description:
It was reported that pump component of the level 1 hotline low flow system (hl-90) sounded like it was broken. An alarm was not produced. A loud rattling noise was heard when the device was started. The product problem was observed during testing/preventative maintenance. There was no patient involvement.